Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the patient was intubated and the first emg tube had a leak, there was a visible hole; the patient was reintubated. There was no patient injury.

Manufacturer narrative:
Date of this report: 05/27/2016. Reused single use: no. Device available for evaluation: yes. Received: 06/27/2016. Rpt sent to FDA: yes # (B)(4). Date manufacturer received: 06/30/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, there was a tear in the cuff which would have resulted in the reported event. The tear measured approximately ¾¿ long. Per documentation, production shall leak test each tube using a syringe and then submerge inflated cuff into clean deionized water and states ¿visually ensure that air bubbles do not leak from any area of the cuff while the emg tube is submerged in the deionized water.¿ the extent of the tear would have been apparent to production. The customer indicated the patient was intubated and the emg tube had a leak which likely indicates the damage occurred during intubation since the instructions for use states in the preparation section (prior to use) ¿the cuff should be tested for cuff leakage with 15cc to 20cc of air¿. The information most likely indicates the cuff caught on the patient¿s anatomy. Method: actual device evaluated (B)(4); labeling evaluation (B)(4); fluid pressure testing (B)(4); visual inspection (B)(4). Results: friction problem (B)(4); fracture problem (B)(4). Conclusion: operational context caused or contributed to event (B)(4). Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.